Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 6.3 cm. External insulation abrasion exposing the outer coil was found at the 5.3 to 5.8 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.